Event description:
It was reported that a patient experienced complications after a revision. The patient was transported by ambulance to the emergency room on (B)(6) 2011 due to an infection of a surgical wound. It was stated on (B)(6) 2011, the patient was admitted to the hospital with the doctor surgically removed the spinal cord stimulator and all of the hardware through re-opening the cervical incision. The patient was unable to have another stimulator implanted due to the scarring from the infection from the surgical wound.

Manufacturer narrative:
Concomitant products: product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3487a-33, lot # j0504440v, implanted: (B)(6) 2005, product type lead; product ID 748940, serial #(B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).